Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d1, d4, d8, g4, h6 - health effect - clinical code, health effect - impact code, component code, investigation conclusion and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [obesity, muscle weakness, and osteoporosis], unique anatomy, or other condition [device malalignment] that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported from exactech truliant knee clinical study that a 72 yo obese male had a left total knee arthroplasty for primary osteoarthritis, experienced a resection of l tka with placement of articulating antibiotic spacer. Outcome resolved: (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem left sz 4 (cat# 02-020-11-0240 / serial# (B)(4). Truliant tib fit tray cem sz 4f / 4t (cat# 02-022-45-4040 / serial# (B)(4). Advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(4). It was reported from exactech truliant knee clinical study that a 72 yo obese male had a left total knee arthroplasty for primary osteoarthritis, experienced a resection of l tka with placement of articulating antibiotic spacer. Outcome resolved: (B)(6) 2022. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.